Event description:
(B)(4). Depression, anxiety, joint pain, superficial ulcers, hypo-thyroid auto immune disease ,gallbladder, abdominal bloating, very painful ovulation, chronic pelvic pain, headaches, very heavy periods.